Event description:
It was reported that the stent graft would not deploy during placement of a fluency stent graft for a pseudoaneurysm in an a/v fistula in the upper arm. An introducer sheath was not used during the proceudre. There was no resistance noted during the procedure to place the stent graft; however, when the doctor tried to deploy the stent, resistance was noted. The stent would not deploy, so the delivery system and stent were removed from the paitent.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The pinvise handle was detached from the proximal injection port. The tuohy borst adapter was opened. The 2-way stopcock was closed. The y adapter was detached from the fll. The guiding tube was bent. The outer sheath was elongated on the overall length.the stent graft was partially released 10 mm. Due to the condition of the returned sample, it was not possible to perform a function test. As stated in the event description, the physician intended to place the fluency stent graft in an a/v access graft. According to the information received, no introducer sheath was used during the procedure. The elongation of the outer sheath on the entire length indicates the occurrence of high deployment forces during the attempt to release the stent graft. No images were available for evaluation. The condition of the sample indicates the occurrence of high deployment forces during the attempt to release the stent graft. No images were available for evaluation. The condition of the sample indicates the occurrence of high deployment forces; however, without images, the anatomy can not be evaluated and the cause of the complaint can not be determined. This application represents an off-label use for this device. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states tha the safety and effectiveness of this device for use in the vascular system has not been established. User error was a contributing factor to this event.